Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. No inappropriate device resets were observed. Physio did observe that a battery pin located in battery well 1 was worn, and that the battery pin grommet was loose in the battery 1 terminal. As a precaution, physio replaced the device's rear enclosure assembly and battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device reset itself when running the morning device test. The customer indicated that this issue has occurred previously on this device. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.